Manufacturer narrative:
Review of the logfiles for the day of treatment shows no errors or relevant warnings that could contribute to the reported event. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The logfile shows multiple successfully finished treatments on that day. The logfile shows the energy was stable during treatment day. No relevant deviation between planned and performed energy is detectable for the treatments. The logfile shows that the user performed energy checks within recommended time range. No root cause could be identified during logfile review. However, a technical root cause could be excluded. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A surgeon reported an incomplete flap following flap creation. The flap was not able to be lifted and decided to not proceed further with treatment. Additional information received stated the patient's best corrected acuity was not impacted by the event. The patient will return in three months to complete lasik in the left eye.